Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the this patient's knee was revised due to tibial loosening and subsidence. The patient's primary attune fixed bearing tibial tray and cruciate retaining fixed bearing insert were removed and replaced by attune revision components. The surgeon does not believe that the loosening is due to cement debonding. Depuy smartset gmv bone cement was use during the primary procedure. Doi: (B)(6) 2017, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information not available.